Event description:
A pt underwent a laparoscopic incisional hernia repair with placement of sepramesh ip in 2005. Same day the pt underwent additional surgery for an unk indication, at which time it was found that the pt's transcending colon and stomach were densely adhered to the sepramesh ip. A laparoscopic lysis of adhesions was attempted, but the surgery had to be converted to an open surgery due to the extent of the adhesions. The pt's outcome was not reported.